Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir, inspected the reservoir snap cap and septum for anomalies none were found. Performed the occlusion test by filling the reservoir with diluent, connecting to a new infusion set, installing into a medtronic 7 series insulin pump, performed a manual prime fluid flowed through the infusion set and out of the catheter tip conclusion the reservoir is not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of a faulty reservoir. The customer's blood glucose reading was unknown. The customer stated that she was changing her reservoir and the infusion set and the reservoir failed. The customer stated that the reservoir would not give any delivery once it was connected to the infusion set. The customer stated that this happened about 5 or 7 times since she was on the pump. The customer stated that the tubing does not take the reservoir and that it is no good. The customer stated that the alarm occurred during manual prime. The customer was unable to troubleshoot during the time of call. The customer was unable to determine the cause of the issue.